Manufacturer narrative:
(B)(4). Manufacture date: lot batch 2100840742; manufacturing date: 01 aug 2019. Lot batch 2100536740; manufacturing date: 20 jul 2018. The complaint devices are currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative that three rt265 infant dual-heated evaqua2 breathing circuits failed the leak tests during set-up. There were no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in spain via a fisher & paykel healthcare (f&p) field representative that three rt265 infant dual-heated evaqua2 breathing circuits failed the leak tests during set-up. There was no patient involvement.

Manufacturer narrative:
Ps331124. Manufacture date lot batch 2100840742; manufacturing date: 01 aug 2019. Lot batch 2100536740; manufacturing date: 20 jul 2018. Method: the three complaint rt265 infant dual-heated evaqua2 breathing circuits were received at fisher & paykel healthcare in new zealand for evaluation. The circuits were visually inspected and pressure tested. Results: visual inspection of all three complaint rt265 infant dual-heated evaqua2 breathing circuits revealed no damage to the returned breathing circuits or the drylines. The pressure test also revealed that the three breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned devices. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.'